Manufacturer narrative:
Concomitant medical products: concomitant medical device: model 3186, scs lead. Therapy date: unknown. Unknown when the leads migration.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00708. It was reported the patient lost coverage since mid (B)(6) 2018. Patient¿s leads migrated. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with a new lead. Reportedly, stimulation was restored post operatively.